Manufacturer narrative:
Device analysis. The complainant indicated that the device will not be returned for eval; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.

Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, the stent moved on the balloon. The lesion being treated was located in the proximal to mid right coronary artery (rca). The lesion was mildly calcified and the vessel was mildly tortuous. The physician implanted a 3.00 x 20mm taxus express2 drug eluting stent in the distal rca. Then the physician attempted to deliver another 3.00 x 20 mm taxus express2 drug eluting stent to the rca, but was unable to cross the previously implanted taxus stent. The physician removed the 3.00 x 20mm taxus stent and noted that the "stent was removed to proximal side of the balloon." The physician successfully completed the case with a different stent. No pt complications were reported and the pt condition is listed as good.